Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s battery was overdischarged as the patient was not using their device for the last year, because their pain pattern changed and they did not need it, but now they needed it. It was reported that the antenna locate feature was used to jumpstart the battery and the por (power on reset) message was cleared. The patient was educated to charge to full over the next week. Their impedances were over 10,000 ohms on all but four electrodes on both leads. It was reported that the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-feb-11 from the manufacturer representative and confirmed with the health care provider (hcp)/account. The manufacturer representative programmed around the impedances on (B)(6) 2019. They made the hcps aware of the impedances and the hcps mentioned that they would discuss lead replacement in the future if the patient was unable to receive pain coverage with the remaining good electrodes. Records showed that impedance testing on (B)(6) 2013 and (B)(6) 2013 showed high impedances on the left lead. Impedances showed greater than 10,000 on all electrodes except 10, 13, 14, 15.the cause was unknown. No further complications were reported.